Manufacturer narrative:
Insulin pump powered up after battery installation and was stuck in a software error alarm notification screen and reboot or medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to software error alarm loop.

Event description:
Customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 108 mg/dl at the time of incident. Customer was able to rewind insulin pump. The insulin pump will be returned for analysis.